Manufacturer narrative:
The instrument was returned with one carbide insert detached from its grip. Per the customer reported complaint, engineering evaluation observed that the grip brazing surface has various spots where the filler material is removed and the insert brazing surface has matching spots with the filler material added. A couple of scratch marks were found on the outer surface of the grip. No other damage was found.

Event description:
It was reported that during a da vinci s prostatectomy procedure, the large needle driver instrument broke while the surgeon was suturing and an instrument piece fell into the patient. The broken piece was retrieved and the planned surgical procedure was completed with an instrument of the same type. No patient harm, adverse outcome or injury was reported.